Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Excess epoxy was found in the set-screw connector block seat of the rv/svc df4 set screw. Visual inspection also found silicone, septa material inside the set screw hex cavity of the a is1 set-screw. These materials prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screws.

Manufacturer narrative:
(B)(4). The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Excess epoxy was found in the set-screw connector block seat of the rv/svc df4 set screw. Visual inspection also found silicone, septa material inside the set screw hex cavity of the a is1 set-screw. These materials prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screws.

Event description:
It was reported that atrial and ventricular leads could easily be detached from the device by gentle pull after tightening the set screw during the implant procedure. Device was replaced. There were no adverse consequences to the patient.